Event description:
Literature title: intraocular lens tilt and decentration in secondary ciliary sulcus implantation in paediatric eyes: a 3-year prospective study. A prospective non-randomized interventional study was done to compare the tilt and decentration of one-piece anti- vaulting haptic intraocular lenses (iol) and three-piece c- loop haptic iols in paediatric eyes undergoing secondary iol implantation into the ciliary sulcus. A total of 123 eyes of 79 paediatric patients underwent secondary iol implantation and were implanted with either the sensar ar40e iol (n=51 eyes; c-loop haptic iol group) (advanced medical optics, inc.) Or the superflex 920h iol (n=72 eyes; anti-vaulting haptic iol group) (rayner surgical). In the c-loop haptic iol group, the mean vertical and horizontal iol tilts were 1.38 ± 1.13° and 1.05 ± 0.71°, respectively while the mean vertical and horizontal iol decentration were 0.41 ± 0.36mm and 0.38 ± 0.30mm, respectively. In the c-loop haptic iol group, complications reported at 3-years post-operative include glaucoma-related adverse event (n=4 eyes), iris synechiae, discoria and/or chronic iridocyclitis (n=3 eyes), iol dislocation (n=7 eyes), and visual axis opacification (n=1 eye). There are no indications in the article of any interventions provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown, not provided. Section d4: model number: unknown, information not provided. Section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section h3: the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: yu, y., wang, l., tan, y., xu, c., chen, h., zou, y., jin, g., xu, j., jin, l., wang, z., luo, l., chen, w., liu, y., & liu, z. (2024). Intraocular lens tilt and decentration in secondary ciliary sulcus implantation in pediatric eyes: a 3-year prospective study. Acta ophthalmologica, 102(5), e805¿e812. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.